Event description:
It was reported by repair work order that the chrome was peeling off the side rail spindles, resulting in sharp edges being exposed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.